Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, pump unit failure, power switch failure, failure of water supply tank receiver, front panel appearance failure, and a worn video connector socket were observed. The reported malfunction was due to wear/tear and mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center displayed a b30 error during preparation for use. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 and h10. H10 of the initial report stated the reported phenomenon (b30 error) was confirmed, however, per evaluation, it was not confirmed / duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during evaluation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.